Event description:
It was reported that during a supposed pocket revision procedure due to pocket site and anchor site pain, it was found out that the leads had high impedances and was fractured. The patient underwent a lead and clik anchor replacement procedure, and the pocket was revised. The explanted leads were discarded and patient was doing well postoperatively.

Manufacturer narrative:
D2b: lgw - qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7079641, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 32842730, UDI: (B)(4). Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 592779. UDI: (B)(4).

Event description:
It was reported that during a supposed pocket revision procedure due to pocket site and anchor site pain, it was found out that the leads had high impedances and was fractured. The patient underwent a lead and click anchor replacement procedure, and the pocket was revised. The explanted leads were discarded and patient was doing well postoperatively.